Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they drowned their insulin pump at the beach, he then received a rebuilt device and now the buttons on that device are really hard to press. Troubleshooting for keypad anomaly was performed and customer stated that the keys are hard to press. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to flattened up, down and act button dome switches. Inspected the lcd connector and no unlocked connector was noted. The pump was received with a cracked reservoir tube lip, and minor scratches on the display window.